Event description:
It was reported that the posterior capsule ruptured after the surgeon inserted a cc4204bf collamer plate lens. The lens was removed and a vitrectomy was performed. Incision was due to the condition of the pt's eye and was not related to any of starr's products.

Manufacturer narrative:
No complaint against the lens - eval: results - visual inspection of the returned product showed that there was evidence of a clear surgical residue, however, there was no visible damge to the lens.